Event description:
The issue reported involved a high blood glucose reading that was indicated as "high" (specific value unknown). Cause was not known. To address this, the customer administered a correction bolus via the pump, and technical support instructed them to inspect the infusion set and tubing. Although the caller declined to remove the infusion set at the time of the call, drops of insulin were observed, confirming proper function. The customer was advised to replace supplies as necessary and resume insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.